Event description:
It was reported that during lv lead replacement, externalized conductor was observed. The physician elected not to replace the lead since electrical parameters were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.